Event description:
The customer reported that the keyboard on the pyxis medstation es system was not working. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working, which resulted in a delay to patient care. A field service engineer resolved the issue by replacing the keyboard. The system functioned as intended after the field service engineer troubleshooted the device.